Manufacturer narrative:
(B)(4) a supplemental report will be submitted upon completion of plant's investigation and clinical investigation of medical records.

Event description:
A peritoneal dialysis nurse (pdrn) reported, a (B)(6) female patient with end stage renal disease (esrd) on peritoneal dialysis therapy was admitted to the hospital overnight for an IV fistula to be inserted. On (B)(6) 2016 the patient was diagnosed with peritonitis due to touch contamination and was treated with antibiotic (drug name, dose, route, and frequency unknown). The patient culture result shows staphylococcus epidermis. Pdrn stated the patient was discharge from the hospital and the patient's signs and symptoms of peritonitis resolved, and the patient continued continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification. Medical records did not contain hospital history and physical, admission or discharge diagnosis or prognosis notes for review. There was no documentation in the medical record that indicated a causal relationship between the liberty cycler and the peritonitis. Without the aforementioned missing medical records no conclusion can be made regarding a causal relationship between the peritonitis and the patient¿s dialysis treatment products. The patient admitted to touch contamination and the organism staphylococcus epidermidis would suggest that, as well.

Event description:
Medical records were received from the patient's treatment facility. The patient's nurse indicated the patient was hospitalized overnight (previously reported two days). The patient had an av fistula placed and the anesthesia caused confusion.